Event description:
It was reported that the ventilator was not delivering tidal volume during patient treatment. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was not delivering tidal volume. Our field service engineer investigate the ventilator on-site and the issue could not be reproduced. The expiratory membrane was replaced and the unit was returned for clinical use. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).